Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and found no failure or malfunction that could have caused or contributed to the reported issue or the rite failure. . An external/internal inspection was performed and passed. The assignable cause for the rite - ground bond failed performance spec was undetermined. The device was sent to service.